Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specs and procedures. Based on the info received, the cause of the reported incident could not be conclusively determined.

Event description:
The info provided to sjm indicated the 6f angio-seal vip vascular closure device was selected for use following a percutaneous coronary intervention (pci) in the right femoral artery. A pre-deployment angiogram had been performed prior to the procedure. Clopidogrel (600mg) was administered during the procedure and again one day post-deployment. Two days post-deployment a pseudoaneurysm was detected on ultrasound. The pt underwent 40 minutes of ultrasound guided manual compression and a thrombin injection the following day. The pt was discharged from the hospital.